Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported dr. Indicated allergic reaction. The patient came to the clinic due to the missing tooth of right lower 4 in (B)(6) 2022. After examination, the implantation was performed. The zimmer tsv implant of 4.1*10 was implanted. The patient reflected that there was redness and swelling around the implant site, accompanied by severe pain. The allergic reaction of the patient occurred. Upon the patient¿s request, the implant was removed. Pain, edema. Tooth site # 28.

Manufacturer narrative:
A imp, tsv,4.1mm, sbm,10 (tsv4b10) was returned for investigation, see attached image in the complaint. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured and verified to match DHR drawing no pre-existing conditions were noted on the per. The reported device was located on tooth #44 and was used for approximately 15 days. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1240890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op160) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1240890) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.